Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed displacement test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with broken battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. No moisture damage noted on electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime. Blood glucose at the time of the incident was 250 mg/dl. Troubleshooting was performed. The insulin pump was not bumped or dropped. The customer was unable to describe possible damage to the drive support cap and pulled it off while checking it. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.